Event description:
Information received indicates when the brake is set, the casters continue to swivel but do not roll.

Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.